Manufacturer narrative:
Evaluation codes (refer to coding manual), conclusions; corrected data: inadvertently listed incorrect conclusion code on initial report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient is infected. It is believed to be a blood infection. The patient's vns was explanted on (B)(6) 2015. The patient's device had recently been implanted on (B)(6) 2015. The manufacturing records for the lead and generator were reviewed and both devices were sterilized prior to shipment.

Event description:
On (B)(6) 2016 the physician reported that a blood culture was taken on (B)(6) 2015 which showed positive for sphingomonos pacimobils and the patient had some redness at the generator location. Therefore the patient was admitted and started on vanco. On (B)(6) 2015 the wound appearance started to separate and a blood culture was then taken on (B)(6) 2015 which showed positive for staph aureus. The device was therefore explanted on (B)(6) 2015. The physician indicated that the patient has severe retardation and he suspects the patient may have palpated the incision to cause the staph infection. The physician also mentioned that he was not aware that the patient had a severe urinary tract infection prior to the patient's generator replacement on (B)(6) 2015.